Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, pt reports warm up screen during the sensor session. Data was returned and evaluated. Confirmation of the complaint was not confirmed via data. The probable root cause could not be determined post investigation as the allegation was not found. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.